Event description:
It was reported that since october, 2022, noise and increasing capture thresholds were observed on the right ventricular (rv) lead. The patient was scheduled for a procedure. Difficulty was observed during attempts to remove the rv lead and the rv lead was eventually capped on (B)(6) 2023. A new rv lead was implanted on the right side. There were no adverse consequences to the patient. The patient was stable before, during and after the procedure.